Event description:
It was reported that during patient transfer from a bed to wheelchair the left shoulder clip detached. As a consequence of the event the patient fell out from the device. Collecting of the information is ongoing.the patient sustained head injury which required 4 stitches.